Manufacturer narrative:
The alleged injury was not reported at the time it occurred, and the patient advised that it has since healed. The event has not been determined to be the result of a device malfunction. The chair is designed so that when the joystick is released, it rolls to a stop, and the joystick can be programmed to have the chair stop more slowly or quickly, depending on the user's preferences. The joystick was previously replaced in (B)(6) 2015, so it is possible the settings were different from the patient's original joystick. The patient is working with her provider to ensure that the chair is in good working order and also to check the programming to make sure the speed and stopping settings are correct for her needs.

Event description:
The patient reported that she broke her toe a year ago because the tdxsp-mcg power chair did not stop right away when she let go of the joystick. She indicated that she has since learned to let go of the joystick sooner when she needs to stop.